Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migration"), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure migration,migration of essure device location of device: within the endometrium') and pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. 976393-inv, b34603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal sterilization and novasure endometrial ablation". The patient's medical history included menstruation abnormal, uterine bleeding, cervicitis, endocervical squamous metaplasia and discomfort. Concurrent conditions included delayed period (cycles q 28-30 days has bad prodromal pains and heavy flow lasts 7-10 days - uses nothing just goes to the toilet every 30-60 minutes and big clots come out with severe cramping) since 2001, gi pain, menometrorrhagia (severe at times), bartholin's cyst, marsupialization of bartholin's abscess, libido decreased, alcoholism, malignant breast neoplasm, sexual transmission of infection and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 for birth control as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"), 17 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstruation issues"), depression ("depression/psych injury"), anxiety ("mental anguish / emotional anguish"), abdominal pain ("abdominal area pain") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy - left fallopian tube and ovary and total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and fatigue had resolved, the menstrual disorder, depression, anxiety, headache, nausea, abdominal pain and post procedural complication outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: insertion findings: she sounded to 9 cm, cervical length is 3 cm, cavity depth 6 cm, cavity width 3.9 cm. She received 129 watts of radio frequency energy x 55 second for the novasure. The essures were placed, the one on the right had two coils externally and the one on the left had four. The left coil stuck to the novasure introducer when it was removed t so it was replaced with new one, four coils externally. Treatment received for pelvic pain, menorrhagia, gen. Abnormal bleeding, psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that the essure device total bilateral occlusion. Ultrasound scan vagina - on an unknown date: no acute findings. 2. Echogenic focus within the endometrium compatible with intrauterine device. 3. Non-visualization of the right ovary.. Lot number: b34603 manufacturing date: 2013-05 expiration date: 2016-05 lot 976393 is inv. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events added: post removal complications. Outcome of previously added events gen.abnormal bleeding, migration and menorrhagia were updated to recovered/resolved. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration,migration of essure device location of device: within the endometrium'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal sterilization and novasure endometrial ablation". The patient's medical history included menstruation abnormal, uterine bleeding, chronic cervicitis, metaplasia and discomfort. Concurrent conditions included delayed period (cycles q 28-30 days has bad prodromal pains and heavy flow lasts 7-10 days - uses nothing just goes to the toilet every 30-60 minutes and big clots come out with severe cramping) since 2001, gi pain, menometrorrhagia (severe at times), cyst, marsupialization of bartholin's abscess, libido decreased, alcoholism, malignant breast neoplasm, sexual transmission of infection and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 for birth control as well as nsaids since october 2013 and paracetamol (acetaminophen) since october 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"), 17 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish / emotional anguish") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy - left fallopian tube and ovary and total hysterectomy). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, depression, anxiety, menorrhagia, headache, nausea and abdominal pain outcome was unknown, the pelvic pain, vaginal haemorrhage and fatigue had resolved and the migraine was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion findings: she sounded to 9 cm, cervical length is 3 cm, cavity depth 6 cm, cavity width 3.9 cm. She received 129 watts of radio frequency energy x 55 second for the novasure. The essures were placed, the one on the right had two coils externally and the one on the left had four. The left coil stuck to the novasure introducer when it was removed t so it was replaced with new one, four coils externally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that the essure device total bilateral occlusion. Ultrasound scan vagina - on an unknown date: no acute findings. 2. Echogenic focus within the endometrium compatible with intrauterine device. 3. Non-visualization of the right ovary.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet reporter, new reporter, patient demographic, lab data, concomitant medication,essure indication, lot number and event abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, fatigue, abdominal area pain,essure tubal sterilization and novasure endometrial ablation on same day and event outcome were added. The event migration of essure device location of device: within the endometrium club with previous event essure migration no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migration"), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that the essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure migration,migration of essure device location of device: within the endometrium'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 976393-inv, b34603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal sterilization and novasure endometrial ablation". The patient's medical history included menstruation abnormal, uterine bleeding, cervicitis, endocervical squamous metaplasia and discomfort. Concurrent conditions included delayed period (cycles q 28-30 days has bad prodromal pains and heavy flow lasts 7-10 days - uses nothing just goes to the toilet every 30-60 minutes and big clots come out with severe cramping) since 2001, gi pain, menometrorrhagia (severe at times), bartholin's cyst, marsupialization of bartholin's abscess, libido decreased, alcoholism, malignant breast neoplasm, sexual transmission of infection and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 for birth control as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"), 17 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish / emotional anguish") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - left fallopian tube and ovary and total hysterectomy). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, menstrual disorder, depression, anxiety, menorrhagia, headache, nausea and abdominal pain outcome was unknown, the pelvic pain, vaginal haemorrhage and fatigue had resolved and the migraine was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion findings: she sounded to 9 cm, cervical length is 3 cm, cavity depth 6 cm, cavity width 3.9 cm. She received 129 watts of radio frequency energy x 55 second for the novasure. The essures were placed, the one on the right had two coils externally and the one on the left had four. The left coil stuck to the novasure introducer when it was removed t so it was replaced with new one, four coils externally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that the essure device total bilateral occlusion. Ultrasound scan vagina - on an unknown date: no acute findings. 2. Echogenic focus within the endometrium compatible with intrauterine device. 3. Non-visualization of the right ovary. Lot number: b34603. Manufacturing date: 2013-05. Expiration date: 2016-05. Lot 976393 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure migration,migration of essure device location of device: within the endometrium'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 976393(l), b34603(r)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal sterilization and novasure endometrial ablation". The patient's medical history included menstruation abnormal, uterine bleeding, cervicitis, endocervical squamous metaplasia and discomfort. Concurrent conditions included delayed period (cycles q 28-30 days has bad prodromal pains and heavy flow lasts 7-10 days - uses nothing just goes to the toilet every 30-60 minutes and big clots come out with severe cramping) since 2001, gi pain, menometrorrhagia (severe at times), bartholin's cyst, marsupialization of bartholin's abscess, libido decreased, alcoholism, malignant breast neoplasm, sexual transmission of infection and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 for birth control as well as nsaids since october 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"), 17 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish / emotional anguish") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - left fallopian tube and ovary and total hysterectomy). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, menstrual disorder, depression, anxiety, menorrhagia, headache, nausea and abdominal pain outcome was unknown, the pelvic pain, vaginal haemorrhage and fatigue had resolved and the migraine was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion. Findings: she sounded to 9 cm, cervical length is 3 cm, cavity depth 6 cm, cavity width 3.9 cm. She received 129 watts of radio frequency energy x 55 second for the novasure.the essures were placed, the one on the right had two coils externally and the one on the left had four. The left coil stuck to the novasure introducer when it was removed t so it was replaced with new one, four coils externally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed that the essure device total bilateral occlusion. Ultrasound scan vagina - on an unknown date: no acute findings. 2. Echogenic focus within the endometrium compatible with intrauterine device. 3. Non-visualization of the right ovary. Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet received. Lot number was added. Reporter's information was added. Event onset date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.